Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure was caused by a cubie lid that had been broken open by the nurse, resulting in the drawer malfunction. The field service engineer remoted into the station, ejected the affected cubie, and guided the customer to unload the medications and recover the drawer, restoring normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a pocket failure occurred. In main drawer 6.1, pocket a4 was damaged, with the latch broken, preventing the cubie from remaining closed. This condition caused the entire drawer to fail. The customer reported that medication remained loaded in the affected pocket and could not be ejected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.